Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis inside an introducer sheath. A visual and tactile examination of the device shaft noted no anomalies. Examination of the balloon material noted a longitudinal tear located 5mm from the distal transition zone and extending proximally approximately 60mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, ruptured and torn balloon material occurred. The target lesion was located in a moderately tortuous and moderately calcified right arm fistula. This 10.0 x 40, 75cm mustang balloon catheter was selected for treatment and upon the second inflation the balloon ruptured at 24atms and tore longitudinally. The physician had to withdraw the catheter with the 6f non-bsc introducer sheath in order to remove it from the patient. The balloon was removed intact. A new non-bsc introducer sheath was introduced and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, ruptured and torn balloon material occurred. The target lesion was located in a moderately tortuous and moderately calcified right arm fistula. This 10.0 x 40, 75cm mustang balloon catheter was selected for treatment and upon the second inflation the balloon ruptured at 24atms and tore longitudinally. The physician had to withdraw the catheter with the 6f non-bsc introducer sheath in order to remove it from the patient. The balloon was removed intact. A new non-bsc introducer sheath was introduced and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status is fine.